Manufacturer narrative:
On jan-7-2009 inratio precision data provided by end-user lot for inratio meter: date: (B)(6)2008, 1st inr = 3.6, 2nd inr = 1.5, 3rd inr = 3.0. Inratio meter - mean: 2.7, sd: 1.1, %cv: 40.1. The 40.1% cv is more than 20%. Per internal procedure, (B)(4), the precision failed the criteria for precision. Products to be tested if meter is returned. As of jan. 7, 2009, the meter is not expected to return. Hence, no further investigation possible.

Event description:
On (B)(6)2008: "caller alleged imprecision with inratio meter. Results are follows:" 3.6, 1.5 and 3.0.